Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device would not run, and the motor was damaged. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the small battery drive device would stop spontaneously during operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.